Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve damage. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2010 via a legal complaint received from the pt's attorney. The pt used super poligrip denture adhesive products. The pt received dentures approx six years ago (in 2004). The pt was diagnosed with hyperzincemia, hypocupremia, copper deficiency, neuropathy, and myelopathy attributable to super poligrip. This case has been upgraded to medically serious by gsk. According to the legal complaint, the pt "suffers from profound and permanent neurological and other injuries due to his super poligrip use." The pt was unable to "perform his normal, customary and daily activities." It was further reported the pt's "injuries and damages are permanent and will continue into the future."